Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was exhibiting low pacing impedance. The lead and lead alerts were programmed off and the lead remains in situ. No patient complications have been reported as a result of this event.